Event description:
During a device exchange, while disconnecting the right atrial (ra) lead from the device, the terminal lead connector was damaged. The ra lead was successfully connected to the new device, and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt of the device, the atrial septum was missing and part of the atrial lead was lodged in the bore of the device. Visual inspection revealed foreign material, consisting of calcified blood, in the set screw inset, which prevented proper wrench insertion. Partial stripping of the inset was found to be consistent with incomplete wrench insertion. Both the foreign material and inset stripping prevented the loosening of the atrial set screw. After removing the foreign material, the set screw wrench was fully inserted into inset and the set screw was successfully extracted. Further testing found the device had reached elective battery level, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion. The field complaint of damage was confirmed; however, no device malfunction was noted.